Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00015.

Event description:
It was reported that a driver and a pedicle screw broke during surgery. The tip of the driver snapped off while installing a screw. The surgeon was able to recover the broken piece. Another driver was used to continue the procedure. The tulip of the pedicle screw snapped off during final tightening. The screw was removed and replaced with another screw of the same size. There was a surgical delay greater than 30 minutes in length associated with this event, but there were no patient injury reported as a result of the delay. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned screw was evaluated. There are scratches on the internal threads of the tulip and one of the side walls of the tulip has fractured as reported. The cause is likely attributed to unintended error related to either insufficiently engaging the rod in the screw seat prior to threading the plug or not using instrumentation as intended. A review of the manufacturing records did not identify any issues which would have contributed to this event.